Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirts insulin when priming sometimes in the prime. The customer's blood glucose value was unknown. Customer stated insulin pump rewind slower and there were crack on the corner of insulin pump. Customer also stated that insulin pump batteries not lasting for 7 days. The insulin pump will not be returned for analysis.